Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found extensive damage to the crimped stent including distortion to the segments, raised upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed, there was evidence of balloon damage (material pinching )along the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3mm in diameter, eccentric target lesion was located in the mildly calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 3.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with 2.25x24mm promus element¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.